Event description:
It was reported that the c-arm intermittently rotated uncommanded. No injury reported. The system logs were reviewed by technical support and a field engineer was dispatched to the site. It was determined that the rotation switch needed to be replaced. Once this was completed the system was working as intended.